Manufacturer narrative:
Age/date of birth: unknown. Date of event: exact date of onset of symptoms is unknown. Best estimate is between (B)(6) 2020 - (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient's right eye due to unexpected post-op refraction/ not optimal vision. There was no incision enlargement required. Current patient status is indicated as patient has recovered. No other information was available.

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 9/24/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.